Event description:
Follow up reported the patient was doing ¿ok¿ now. Further follow up reported the patient had been set up for scheduled therapy and when the patient let their device discharge they believe the clock stopped. It was noted this may be ¿why the patient got shocked all of a sudden.¿ the patient¿s clock was reset and the representative had not heard of any further issues.

Event description:
It was reported that the patient had an old paddle lead and one side was broken. One program was using the fractured electrode but the manufacturer representative did not see that program used in the diary when stimulation came back on and the patient was shocked. It was reported that the patient could not turn stimulation off. The patient had scheduled therapy programmed and it was reported that it came on when it shouldn¿t have come on.

Manufacturer narrative:
Product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer. Patient product ID: 3998, lot# j0454478v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was shocking or jolting. It was noted the patient lost stimulation because they hadn't charged. The patient was without stimulation for a few hours. The patient recharged their device and when they turned stimulation on it was too high for them and they had difficulty turning stimulation back off. It was noted the patient had scheduled therapy from 5:30 am to 10:30 pm and that was confirmed by the clinician programmer. It was also noted a four second soft start/stop was on. It was noted stimulation was appropriate the day the patient me with the representative. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.